Manufacturer narrative:
The device was received with blank-flashing white lcd due to corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. The device was received with blank spot on display due to corrosion on all electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer¿s blood glucose level was 262 mg/dl at the time of the incident. Customer stated that they got a flashing white display. The customer was declined troubleshooting for the high blood glucose because pump was not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.